Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted later that same day due to excessive vaulting, angle closure and elevated intraocular pressure (iop). The incision was enlarged and additional suture was required. The problem was resolved with explant of lens.